Event description:
Customer reported that the white plastic top separated from the collection bag causing blood collected from the patient to be contaminated. Doctor was unable to reinfuse patient with their own blood. An alternative source of blood was acquired for the patient resulting in additional time in surgery.

Manufacturer narrative:
Actual devices received and being evaluated. Results not yet available. Follow up report to be filed at completion of evaluation.